Event description:
The pt was implanted with an implantable ventricular assist device (ivad). It was reported by the vad coordinator that the pt called in stating that she noticed a tear in the velour covering of the driveline approx 1.5 inches distal to the y-connector. No alarms were present and the pt used electrical tape to temporarily repair the area until her next clinic visit, which was almost two weeks later. During the pt's clinic visit, the electrical tape was removed and air was noted to be leaking from the tear in the driveline, however, both fill and empty signals were still found to be present. The driveline was then re-taped with electrical tape and splintered with bypass tubing and reinforced with tie bands. No air was escaping and the fill and empty signals were verified to still be present. The pt was transplanted four days later.

Manufacturer narrative:
The explanted device was returned to the MFR, and is currently being analyzed. No further info is available at this time.